Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation and no pictures were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 3/7/2022 it was reported by a sales representative via email that an ar-3638 knotless fibertak sutures appeared frayed and it was noticed after anchor was implanted. The suture finally broke when relaying the knotless implant and it wouldn't advance, rendering the implant unusable. This was discovered during a labral repair on (B)(6) 2022. Additional information received on 3/8/2022: the anchor remains in the patient and case was completed using another ar-3638 from a different lot number. Case was completed successfully without further issues.